Event description:
Upon medical review of the follow-up information dated (B)(6) 2011, this report has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2011 by a nurse - local reference (B)(4). This female patient (age not reported) was treated with poly-l-lactic acid (sculptra) (therapy dates, dosages and indication are unknown). The nurse reported a patient developed late onset nodules/granulomas on an unknown date. Corrective treatment with steroids nos was performed, but the treatments did not work. The outcome of the event is not recovered. Medical history and concomitant medications were not reported. Action taken: unknown. Corrective treatment: steroids nos. Outcome: not recovered. A ptc (product technical complaint) has been initiated for this report: (B)(4). Additional information was received from the nurse on (B)(6) 2011: the nurse indicates this report is for a female patient. Corrective treatment with steroids was reported. The outcome of the event was changed from unknown to not recovered.